Event description:
It was reported that a patient presented with high pacing impedance, extra-cardiac stimulation, and loss of capture noted on the patient;'s left ventricular lead. During the revision process, the stylet was unable to be advance through the lead, and malfunction was alleged on the lead. The lead was removed and replaced on (B)(6) 2026. No adverse patient consequences were reported.